Event description:
A customer reported that the ophthalmic vitrectomy handpiece, both the aspiration and cutting functions failed several times during vitrectomy surgery. When alternative vitreous pack cassette was tested it passed but failed during surgery. After following the vacuum parameter instructions provided by engineer, the issue still persisted. On reusing the original combined cassette handpiece and followed the vacuum parameter instructions provided. The surgery was completed on same day after replacing it with a new product. There was no patient contact between suspect product and patient. There was no patient impact. This report pertains to the cutter involved in this event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.